Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: sales representative has confirmed with the chief surgeon that the device was explanted at implant due to mitral insufficiency as a result of a suture loop. It is unknown if the device is available for return. Operative report was requested, but not provided. No additional patient information has been provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. On (B)(6) 2011, our sales representative learned that the surgeon had explanted the device due to a grade 3-4 mitral insufficiency as a result of a suture loop.